Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument and performed failure analysis evaluation. The instrument was found to have the jaw cover torn. The missing tears measured roughly 0.1435" x 0.1065". The instrument moved intuitively with full range of motion in all directions upon manual articulation. The jaws did not open and close properly as the cover is extended to the base of the jaws. The instrument was also returned with the power cord cut off and missing. A visual inspection did not reveal any thermal damage or signs of "melting." The root cause is attributed to user. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the synchroseal instrument associated with this event has been performed. Per logs, the instrument was last used on 4-dec-2024 on system rsk8069 on arm 2. A DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or hard surfaces. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a damaged insulation. The procedure was completed with no reported injury.